Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that unstable thresholds when performing a manual threshold test was observed causing some fused beats during the tests. Autocapture was turned off and programming changes were made. Patient was asymptomatic. Device remains implanted.